Manufacturer narrative:
Correction: the sample was re evaluated. The initial investigation summary said the sample was found to have leaked. It suggested leakage can be caused by the interaction between barrel inside diameter, stopper outside diameter and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A sample was returned for evaluation. The sample was found to have leakage past the stopper verifying the failure mode. Additionally it appeared that the syringe had been crushed or pinched. Root cause could have possibly been from a jam that caused the crushed or pinched defect during assembly and then broke loose allowing it to pass thru process. The complaint still could not be confirmed as related to a manufacturing process based on the information available. No corrective action has been identified at this time.

Manufacturer narrative:
Investigation results: a sample was returned to the (B)(4) plant for evaluation. One syringe was returned and was found to have leakage past the stopper verifying the failure mode. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A DHR was completed and no defects were found. Lot number 7214521 was produced on 9/16/17 with zero defects reported no corrective action has been identified at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while the pharmacy was drawing up medication using a 20 ml bd¿ syringe with bd luer-lok¿ tip, there was leakage past the plunger and out the back end causing a loss of medication. There was no report of injury or medical intervention.